Event description:
It was reported that during a total gastrectomy procedure, the device misfired. Where the stapler was not able to dissect the tissue and stapling was not done a part. The doctor has used to do suturing and anastomosis part and the problem is solved. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically?open. What device was used for the proximal and distal transaction? What color reload? Cdh25a. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device)hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Assist device long arteries. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Checked three times with the help of finger. When the device was fired, where was the indicator within the green zone/gap setting scale? Within the green zone and firm tight. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No such staple line or clip present. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch voice heard after plastic to plastic fired. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Found difficulty when removing the cdh from point of anastomosis. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device?yes, four times 90 both the side. Is a pathology specimen and/or report available? No, concerned hospital will not share. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. Did the operation change significantly as a result of the device issue? Yes, when surgeon saw the breakage of anastomosis part, they did a hand suturing & re done the anastomosis. And because of this, surgery got prolonged by more than two hours. What is the patients age and sex? Female-(B)(6). Did a hcp other than the primary surgeon fire the instrument? No, onco surgeon done the procedure and firing part. Was there a recent conversion to ees devices in this account or with this surgeon? No, this onco surgeon is regular user the cdh.

Manufacturer narrative:
(B)(4). Additional information: was there any negative impact to the patient due to the extended or time? No, there was not any negative impact to the patient due to extended over time. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information if needed. A batch record review was performed and no anomalies were found during the manufacturing process.